Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD), the device exhibitted two fault code error messages. The first error message indicated that the shocking capacitors were not fully charged within the normal programmed time and the second error message indicated that the power supply chug process had not terminated. The device also declared a battery status of end of life (eol).